Manufacturer narrative:
On 11/8/2014 follow up: reportedly, the auto-off feature was turned off by the customer and there have been no further issues. Customer's blood glucose levels have since stabilized. The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple auto-off alarms. Customer's blood glucose level was impact (190 mg/dl). During troubleshooting with tandem technical support, customer acknowledged that the auto-off feature can be changed or turned off.